Event description:
The initial reporter stated they received questionable results for two patient samples tested with ca2 (calcium) on a cobas 4000 c311 stand alone system. The first patient sample initially resulted in a calcium value of 4.5 mg/dl. The doctor questioned the result. The same sample was repeated, resulting in a value of 9.2 mg/dl. The repeat value was deemed correct. The second patient sample resulted in a calcium value of 5.3 mg/dl. The doctor questioned the result. A second sample was then collected from this patient and this sample resulted in a calcium value of 8.7 mg/dl. The repeat measurement was deemed correct.

Manufacturer narrative:
The serial number of the c311 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined the rinse mechanism water flow was low and there was possible system contamination. The system was decontaminated and the rinse volume was adjusted. Calibration and controls were run. The investigation determined the service actions resolved the issue.